Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken connector, and additionally noted that the display wires were pinched with the wire exposed and the battery wire insulation was pinched but not compromised, three case screws were contaminated and the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial output connector on the external pulse generator was broken. The generator was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.